Event description:
Pt was in for treatment without issue. Thirty minutes into treatment, pt reported hives to his abdomen. Rn noted redness to pt's face. The pt also reported itching. The pt was given 50 mg of benadryl IV and treatment was stopped. Rn noted that pt's tongue was swollen and per md solumedrol 120 mg was given IV. Pt was sent to ER per ems for evaluation and was later released without further incident. This was pt 8th treatment with no s/s of allergic reaction prior. Pt had 3 other allergic reactions on a different dialyzer.

Manufacturer narrative:
The used product was not available because the product was disposed in the healthcare facility. So we reviewed manufacturing records, quality records of lot #lz8t93. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reactions. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.